Event description:
The patient underwent second operation due to failed hardware (initially placed ), status post anterior cervical fusion at c5-6. The previous incision was opened and taken down through the subcutaneous tissue, and scar down to the platysma. The tracheoesophageal fascia was dissected inferiorly and retracted medially. The physician could not palpate the plate or screws. He brought in a c-arm to identify the area where the plate was. He stripped away a very thick scar from the plate. The two lower screws were now loose and sticking about 3 mm above the plate. The screws were removed. The locking mechanism was noted to be in the engaged position, but the two wings of the locking mechanism were snapped off. These tiny pieces were removed. The upper screw, which were tight and secure were unlocked and removed. The plate was removed. A new 22.5 mm zephyr plate was positioned. He then switched to a 4.0 x 15 mm screw, which was inserted, using the c-arm fluorography for guidance. The screws were locked to the plate. He then directly inspected the esophagus for injury. There was no apparent injury to the esophagus. The wound was then closed. A 3-0 was placed in the platysma and a 5-0 in the skin.